Event description:
A gvl 3 stat was used for a pt intubation, and at the conclusion of the procedure, the physician observed that the tip of the stat was missing at a diagonal with a sharp edge. The physician believes the device came out of the packaging this way, as no missing piece could be found. The intubation procedure was successful, although the pt sustained a cut; no sutures were necessary. It was not clear if the cut was due to the stat, or the endo-tracheal tube placement.

Manufacturer narrative:
A review of the MFR records showed that this lot passed the sampling inspection and met all mfg specs. The gvl 3 stat was requested from the customer, and a return authorization was arranged to evaluate the device at verathon.